Event description:
A nurse manager reported that the system's laser stopped working during a procedure. The system was rebooted but the laser did not work. Another laser was used from a different system to complete the case without harm to the pt. Additional info has been requested.

Manufacturer narrative:
The company rep examined the laser system and replaced the power driver pcb. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).